Manufacturer narrative:
According to technician statement, the device caused water in air gas module, but information about defective part was not provided. The cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor was defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.